Manufacturer narrative:
Investigation is underway. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient¿s right eye due to a capsule tear noted upon insertion. The incision was enlarged, vitrectomy was performed, and another lens of different model was implanted. Reportedly patient¿s prognosis is good.

Manufacturer narrative:
The delivery device was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The lot number of the delivery device was not provided, therefore, a device history review (DHR) could not be conducted. Based on the information available, the exact cause of the reported event could not be conclusively determined.